Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the initial d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the procedure was prolonged due to the device malfunction. However, the root cause of the procedural delay could not be specified. Additionally, a specific root cause of the ke45 missing around the forceps and the lack of glue around the pink probes could not be identified from the information received. The event can be prevented by following the instructions for use which state: ¿ do not touch the electrical contacts inside the videoscope cable connector. Charge-coupled device damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had an unspecified needle issue/malfunction. The issue was observed during a diagnostic (eus/fna) procedure. The procedure was completed with a similar device (a boston scientific needle) and with about a 10-minute delay. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found there was a missing ke45 around forceps, and there was missing glue around the pink probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: there was a cut on the pink probe, there was a dent on the plastic distal end cover body, the plastic distal end cover insulation was at megaohm = 0, the bending section cover rubber was non-olympus, the bending section cover rubber glue was non-olympus, there were broken elements at the ultrasound medical image, the insertion tube was non-olympus, there was a customer label on the control body grip, there were surface scratches on the light guide tube, the scope connector was non-olympus, and the control knob play was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.